Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump kept alarming unexpected restart error while programming the device. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the alarm history displayed a displayable history anomaly alarm, signal too low alarm, and unexpected restart error alarm. The customer confirmed that a temp basal was not programmed before the alarm. The insulin pump was not stored or out-of-use for an extended period of time either, nor did the alarm occur shortly after inserting a new battery. The customer was advised to monitor the pump and call back if issues recur. No products were shipped or returned.